Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025 wherein the leads were re-plugged which cleared the impedances and resolved the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported there were two contacts with low impedances on each of patient's lead. Surgical intervention may be pending to address the issue.